Event description:
It was reported that the routine maintenance failed on the arctic sun device where the mixing pump did not work. Per follow up information received on 07jun2022, the issue appeared during routine maintenance and the device would be repaired onsite.

Manufacturer narrative:
The investigation is still in progress. Once the investigation is complete a supplemental report will be filed.

Manufacturer narrative:
The reported issue was unconfirmed. The root cause of the reported issue could not be determined as the reported issue could not be reproduced. The reported event is unconfirmed, DHR review is not required. Based on the results of this investigations, no additional action is required at this time. The reported event is unconfirmed, labeling/packaging review is not required. H11: section a through f - the information provided by bard represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bard. H3 other text : the actual/suspected device was inspected.

Event description:
It was reported that the routine maintenance failed on the arctic sun device where the mixing pump did not work. Per follow up information received on 07jun2022, the issue appeared during routine maintenance and the device would be repaired onsite. Per sample evaluation result received on 28jan2023, the device was very dusty and condenser needed to be cleaned.